Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 20mm stent delivery system (sds), was returned for analysis. A visual, tactile, and microscopic examination of the hypotube profile identified multiple hypotube kinks in various locations and a break at 27.6cm distal to the distal end of the strain relief along the length of the hypotube shaft. Visual and tactile inspection of the shaft polymer extrusion profile identified no issues with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable post-procedure. However, returned device analysis revealed hypotube break.